Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 9.1 mmol/l. The caller did not recall if the drive support cap was pressed while being connected to the insulin pump. The caller stated that the cap was pressed at the time of the call, and insulin did exit, but the customer was not connected to the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.